Event description:
It was reported that the device was used during a bypass procedure. When the surgeon was removing the device, a piece of the device broke off. The piece of the device remains in the pt. The surgeon does not forsee any adverse affect of the pt retaining the broken piece of the device.